Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon explained that the patient was suffering from dislocation. Upon looking at the xrays, the surgeon wasn't sure if hewas going to just revise the head and liner, or fully replace the acetabular components. The cup appeared to be a little bit vertical on xray. Once the 32mm head and +4 neutral liner were removed, the surgeon wanted to trial a 36mm +4 10 degree liner with a 36mm +8.5 head option. He found this to be stable and opted to just perform the head and liner exchange. The real implants were opened and implanted. The leg was reduced and found to be satisfactory. The closing process began. Original implant date unknown. Doi: unknown; dor: (B)(6) 2021; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.